Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g4; g6; h1; h2; h3; h6 visual examination of the returned product identified signs of attempted implantation, the distal surface exhibits damage. The locking/dovetail feature is flared out. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided but not reviewed as the x-rays provided were taken pre-operation without implants, therefore the review would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003702 - stemmed tibial component precoat size 4 for cemented use only - 64453235. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface was loose during an initial surgery. After the articular surface was inserted into the tibial plateau, it could be easily removed. The articular surface was replaced with another articular surface of the same size and the problem was resolved. The surgery was delayed for 10 minutes. There was no impact with the patient. The surgical technique was utilized. Attempts have been made and no further information has been provided.